Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It wa reported that the esc and down arrow buttons were not responding. It was also reported that insulin pump had a blank display screen. Customer's blood glucose was 147 mg/dl. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to power connector on the battery tube not plugged in properly. The insulin pump was also received with intermittent button response due to flattened all the buttons dome switch. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.